Event description:
It was reported that a right ventricular (rv) lead presented with high and unstable threshold levels and the implantable cardioverter defibrillator (ICD) failed to terminate the patients arrhythmia with multiple anti-tachy pacing (atp) therapy attempts. The lead has been capped and replaced. The ICD has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).